Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump indicated a data log corruption. Additionally, it was reported that the customer experienced a low blood glucose (bg) level of 16 mg/dl; cause of low bg was not known. The customer went to the emergency room and was subsequently admitted to the intensive care unit as the customer was found unresponsive and had a seizure. Customer was treated with intravenous fluids of saline. Reportedly, the customer was released on (B)(6) 2022 with the issue resolved and no permanent damage. System check was performed by tandem technical support and pump is functioning as intended.